Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
D9: date returned to mfg.: 1/19/2026. D3 - MFR establishment name, h3 and h6. Codes: updated. Device evaluation: one (1) sample was received in unused condition, with its original packaging and inside in a plastic bag. Visual inspection: no damage, scuffs, pinch marks, cracks, crazing, cuts, were observed. Particles inside the fluid path were not detected on the sample received. The complaint was not confirmed or duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that there was debris in the cassette. The event occurred at the clinic during set up, and there was no patient involvement.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.